Event description:
It was reported that after a da vinci assisted surgical procedure, the monopolar curved scissors (mcs) instrument sheath was distally damaged. The procedure was completed with no patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument had a damaged shaft. The procedure was completed with the same instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of scratch marks/abrasions on the tube extension to be related to the customer reported complaint. The instrument tube extension exhibited signs of scratch marks/abrasion. Tube extension scratch marks measured roughly from 0.055" to 0.103¿ in length. Common causes of the failure mode scratch marks/ abrasions instrument tube extension is typically attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover installation/removal can also cause scratch marks. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.